Event description:
It was reported that during interrogation of the pulse generator, the estimated remaining longevity was less than three months and the battery voltage was greater than 2.75 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.